Event description:
During laproscopic assisted vaginal hysterectomy, it was noted the harmonic ace 36 instrument was found to be smoking at the tip. The equipment was immediately taken out of service and a new harmonic instrument was obtained and used without any further incident. Pt appears to have no injuries from the malfunction.